Event description:
It was reported that; when the doctor tightened the connector the open connector was broken. Therefore, it was changed to a new one same size and the operation was completed.

Manufacturer narrative:
Deformation of the threading along with the fracture, originating at the threaded peak in ductile overload, suggests that the blocker was misaligned and then excessive force was applied to force it to tighten down, causing the implant to fracture. The likely root cause is user error.

Event description:
It was reported that; when the doctor tightened the connector the open connector was broken. Therefore, it was changed to a new one same size and the operation was completed.